Event description:
Philips received a complaint on the cm!2 from nmpa adverse event monitoring system indicating that while during the clinical use, the nurse found that the device did not generate the "spo2 sensor not connected" alarm sound when the spo2 sensor was not connected. No patient/user harm.

Manufacturer narrative:
The hospital found that the device speaker had malfunction and it was replaced by the distributor. Results of functional testing indicate the speaker had malfunctioned. The device was operational after the speaker was replaced. The investigation identified accessory issue and no further action is required at this time. If additional information is received the complaint file will be reopened. Device evaluated and repaired by distributor.